Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. The product was returned for evaluation, and subsequent testing verified the complaint. The underlying cause was identified as the display was unplugged causing the lights not to illuminate.

Event description:
No led on control panel.